Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-03965. It was reported the patient was experiencing soreness in the back area. The anchor has eroded through the skin and there is drainage at the site. In addition, the patient reports since the soreness started the pain has increased and the drg system is not helping. The abbott representative will reprogram the system. Follow up information identified the patient underwent surgical intervention where the entire drg system was explanted. It appeared there was an infection at the lead sites and a culture was taken and results are unknown.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-03965. Follow up information identified the infection has resolved.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-03965. Follow up information identified the patient remains on IV antibiotics thus the infection has not resolved.